Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, photographs of the instrument and videos taken from the angiogram were reviewed. The technical investigation revealed that the balloon has been inflated. In the as-returned state the balloon was fully deflated. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. The photographs provided show a partially dilated stent on the balloon of the complaint instrument. The stent is severely deformed in its distal portion. The inflated balloon appears slightly constricted in the area of the stent deformation. The videos taken from the angiogram show an unsuccessful attempt to cross the proximal-mid rca with a stent system, presumably the complaint instrument. Diagnostic views reveal severe stenosis and tortuosity in the mid rca. The actual complaint event is not visible. Review of the videos did therefore not provide any further relevant information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of pre-dilated lesion with 45 percent stenosis degree in the distal rca. The delivery balloon was inflated with a pressure of 11 atm, but the stent did not open.